Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and corrected information. The following section has been updated : b4, b5, d10, g1-2, g4, g7, h1, h2, h6 and h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Cable IFU has been reviewed. On the adverse effect paragraph (§7), it is mentioned that "prosthetic components can loosen, move, twist or rupture". On the specific instruction for use paragraph (§9), it is mentioned "never use a damaged or explanted implant", "the crimping tool is designed to crimp the ingot of the cable in a single compression. Additional compression could break the ingot and possibly lead to implant and surgical failure.", "center the crimping tool on the ingot. If the crimp tool is not centered on the ingot, it may damage the ingot and the corresponding section of the cable. This can lead to failure of the implant and surgery". A complaint extract was done regarding revision due to cable damaged: - 1 complaint, this one included, has been recorded on implant cable dia2 ss &cable sleeve, reference p0350806, from (B)(6) 2017 to (B)(6) 2020. - 1 complaint, this one included, has been recorded on implant cable dia2 ss &cable sleeve, reference p0350806, batch 0001301917. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a cable was used to treat a fracture of a hip prosthesis. There was an incomplete crimping of the cable. That result in the opening of the cable at loading. This led to a revision surgery and new osteosynthesis. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products implant cable ø 2 mm stainless steel, reference p0350806, batch 0001301917 were manufactured on 30 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cable was used to treat a fracture of a hip prosthesis. An issue of cable sleeve crimping problem which means incomplete crimping that result in the opening at the loading occured which led to a revision surgery and new osteosynthesis. No additional patient consequences were reported.